Event description:
The lay user/patient contacted lifescan in 2007, and alleged that the packaging of her one touch ultra test strips was damaged. The pt disconnected the phone call prior to the customer care advocate (cca) was able to obtain her name and other demographics. Therefore, the pt cannot be contacted for further information. The pt reported that the desiccant in her test strip vial had spilled on her hands and was burning her fingers. She was inquiring if she should put baking soda on them. The pt was advised to contact her local emergency room. It was verified that the content within the packaging was damaged. After that, the pt disconnected the phone call. Although there is insufficient information regarding the alleged issue and the treatment if received, this complaint is being reported because the pt alleged that her fingers were burning due to the silica gel leaking from the test strip vial. The cca was not able to replace any products for the pt.